Manufacturer narrative:
Thirty day report erroneously reported a sample was received. No sample was received and no segment of the catheter was returned. No lot number was supplied. Without the sample or a lot number co is unable to investigate this matter. Should this info be provided co will reopen the complaint. 510055-1997-2.